Event description:
Customer reported receiving an error 2 message from her precision xtra meter approximately during the month of (B)(6). Customer further reported on (B)(6) 2010 approximately 1:00pm, she experienced symptoms of hypoglycemia and loss of consciousness while she was at a laundromat. Customer reported drinking water to counteract her event. There was no report of third-party medical intervention, death or permanent impairment associated with this event.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 2. The patient's largest prescribed fill volume (lpfv) was 490 ml and the drain volume was 1042 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.